Manufacturer narrative:
(B)(4). Sometime in 2018. Additional concomitant medical products: catalog # 912029, juggerknot 2.9mm #2 blue maxbraid single, lot # p03507. (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2018 -08528. Discarded by hospital.

Event description:
It was reported that operation was performed with juggerknot. During the procedure surgeon inserted anchor to burr hole, then the anchor pulled out from the hole, when the surgeon pulled on the suture. After that, the surgeon tried to insert another anchor after drilling again, however same issue occurred. No further information is currently available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. A definite root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.